Event description:
It was reported that (2) al236 were used during "evh" procedure. It was reported by the rep that the al236 would not fire clips. This is happening on a daily basis with this device. Two clip appliers were used on this case that did not work. There was no consequence to pt.